Event description:
This device was inserted percutaneously into the pt's chest into the aorta for ECMO circulation. Upon removing the surgical drapes and applying dressing there was noted to be a large amount of bleeding. There was over 2 liters of blood into the chest tube drainage atrium. Doc ordered the pt to be re-prepped and draped to re-open pt for bleeding. Upon removing dressing and re-prepping the pt there was noted to be a pen-sized hole in this stated optisite arterial cannula. Doctor was called back and pt was re opened for mediastinal bleeding and he exchanged this cannula with a new 20 fr cannula.======================manufacturer response for optisite arterial perfusion cannula, cannula (per site reporter).======================will replace.